Event description:
It was reported that the patient presented in the clinic for the routine follow up . Upon interrogation, the implantable cardioverter defibrillator exhibited premature elective replacement indicator (eri). The device was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported battery performance alert was confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.